Event description:
It was reported in a literature review that a patient underwent breast mammoplasty on an unknown date and topical skin adhesive was used. Approximately twenty-three days later, a pruritic, erythematous rash along the intramammary incision was noted. The patient was administered diphenhydramine which did not alleviate symptoms. The remaining topical skin adhesive was removed. The patient was administered prednisone and scheduled with dermatology. One month later, the rash had resolved. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.